Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced due to an increase in capture threshold and a sensing issue during a normal device change out. No further information is available.